Event description:
The device was placed in the pt and a portion of the catheters broke off. An x-ray and ultrasound were performed on the antecubital area, which showed the retained object. The pt was taken to surgery to have the remaining portion removed.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).